Manufacturer narrative:
Batch review performed on 20 august 2024. Lot 103700: (B)(4) items manufactured and released on 03-jan -2011. Expiration date: 2015-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised: batch review performed on 20 august 2024 on gmk-primary 02.07.0310fuc tibial insert u.c. Fix s.3 / 10 mm (k090988) lot. 104100 lot 104100: (B)(4) items manufactured and released on 03-feb -2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had instability and the cause is unknown. At about 13 years and 4 months post primary the surgeon revised the femur and poly to revision components and the surgery was completed successfully.